Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and heavy calcification in the left anterior descending (lad) coronary artery. The xience alpine stent delivery system (sds) had difficulties advancing to the target lesion due to the patient anatomy. Therefore, the sds was withdrawn; however, the stent got caught with the guideliner and the stent dislodged. A snare device was used to retrieve the dislodged stent successfully. The patient was taken for coronary artery bypass surgery due to the heavily calcified lesion. No additional information was provided.